Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and shows an effluent bag and a closed blue clamp attached to the line. It is not possible to determine if the clamp is leaking based on the photograph, therefore the reported condition could not be confirmed or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "leaks" (unintended flow) were observed during use of an unspecified number of outlet port clamps. It was further described as "multiple cases of peritoneal fluid leaking into the effluent bag with the blue clamp closed". This occurred during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.